Event description:
It was reported that during a da vinci assisted malignant hysterectomy surgical procedure, the surgeon experienced non-intuitive motion when trying to move the 0 degree endoscope. The customer indicated the camera did not follow the surgeons movements. Prior to contacting the intuitive surgical inc. (Isi) technical support engineer (tse), the operating room (or) team restarted the system, but the issue persisted. The tse reviewed the logs and identified an error 31073 (pointing to a right foot sensor blocked) and an error 31010 (pointing to a sterile adapter (sa) issue on universal surgical manipulator (usm) 2. The tse instructed the nurse (caller) to reseat the sterile adapter on usm 2 , check if something was blocking the foot sensor, clean the foot sensor, and then restart the system. After doing so, the system powered on properly and the error cleared. However, several minutes later, the error occurred again. The tse instructed the nurse to replace the endoscope. After the customer changed to a 30 degree endoscope the issue resolved and the operating room team proceeded with the case. The procedure was completed with no report of patient harm, adverse outcome or injury. Isi obtained the following additional information via follow-up: the endoscope was installed correctly and worked for approximately one hour without any problems.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 0 degree endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The 0 degree endoscope was found to have binding with the camera instrument adapter. Failure analysis also found the camera cables were cut.